Manufacturer narrative:
Blank display due to broken solder joint and lifted traces. Unable to verify restart alarm or perform the operating currents measurement, self, restart, displacement, rewind, basic occlusion, occlusion, prime and force system sensor and excessive no delivery tests due to blank display anomaly. Pump had cracked case at display window corner and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump repeatedly alarmed unexpected restart. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details provided.